Event description:
In 2006, the lay patient's mother contacted lifescan (lfs) alleging that the patient's one touch ultra smart meter was reading inaccurately low and inaccurately high. The medical affairs specialist (mas) sent a letter to the patient after the patient could not be reached by phone on two different days at different times. The mas listened to the recorded call to lfs to obtain additional information included below: the patient is a child who is treated with sliding scale insulin regimen based on his meter readings. The mother said, the reported meter was received the day before; the meter was issued from lifescan as a replacement for the patient's previous meter. On the same night, the patient's blood glucose result of 507 mg/dl was obtained on the reported meter, while the patient had no symptoms of high or low blood glucose level. The patient's father administered insulin per the patient's sliding scale; the insulin type and dose were not provided. On the morning of the event date, the mother obtained a result of 174 mg/dl at 9:56 am, while the patient was feeling nauseated and did not want to eat. The mother gave the patient 5 units nph insulin and 1 unit humalog insulin, which was less than his usual dose. The patient continued to feel nauseated. A result of 88 mg/dl was obtained on the lfs meter, before the parents took the patient to the ER. A result of 290 mg/dl was obtained on the ER meter at about 12:30 pm compared to a result of 188 mg/dl obtained on the reported meter taken within one minute of the ER device reading. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The patient was treated with an IV. No other treatment information was provided. The customer care advocate (cca) confirmed that the correct testing technique was used. The cca walked the mother through two, consecutive control solution tests. Both control solution results were 129 mg/dl, which fell within in the control solution range of 115 to 153 mg/dl. The meter, test strips, and control solution were replaced. The complaint is reported because the lfs meter read outside of accuracy specifications in comparing a meter reading to another meter reading and the patient experienced symptoms that suggested hyperglycemia, an elevated reading of 290 mg/dl was obtained on the ER device, and the patient received IV treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.